Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The biolox ceramic femoral head was returned assembled with the ringloc bipolar hip system. Numerous scratches can be seen in, around, and at the base of the taper connection as well as on the articulating surface of the biolox head. There is also metallic smearing present in the taper connection as well as a seating pattern of the previously assembled stem. Further scratches can be observed on the pe liner as well as on the articulating surface of the shell. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The biolox ceramic femoral head was returned assembled with the ringloc bipolar hip system. Numerous scratches can be seen in, around, and at the base of the taper connection as well as on the articulating surface of the biolox head. There is also metallic smearing present in the taper connection as well as a seating pattern of the previously assembled stem. Further scratches can be observed on the pe liner as well as on the articulating surface of the shell. A review of the device manufacturing records of the finished product confirmed no abnormalities or deviations that could be related to the reported event. Additionally, a review of the device manufacturing records by the supplier ceramtech was performed. No abnormalities or deviations could be confirmed. The dimensional protocols show that the dimensions were within the specified tolerance. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - ringloc bi-polar 28x53mm, item#: 11-165230, lot#: 771100; unknown stem, item#: unknown, lot#: unknown. G2 ¿ foreign ¿ south korea. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent hip revision due to dislocation about two (2) weeks after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.